Event description:
Avastin running on secondary line found not to be infusing; the primary line of normal saline was infusing instead. Secondary line was not clamped. After disconnecting the secondary line from the clave of the primary line, it was found to be depressed & was not "popping" back into place within the clave.